Event description:
It was reported that the device suddenly performed a reboot during use. The users reportedly decided to replace the device in a controlled maneuver, no patient consequences have occurred.

Manufacturer narrative:
The concerned device is nearly 8 years old and not under a service contract with dräger, the user facility did not involve the local s&s organization of the manufacturer into any follow-up measures. It was reported that the device is back in use after replacement of main board and power supply. A case-specific evaluation is not possible for dräger. The following can be concluded in general: a reboot is the specified device behavior to overcome deviations in the processing of sw routines. During the reboot, the device powers briefly off and back on and opens the airway system to ambient to allow spontaneous breathing. The reboot is accompanied by a corresponding alarm. After a successful reboot procedure which is finished after 12 seconds, typically, the device continues ventilation with the previous settings. It is not known for the particular case if the device resumed ventilation i.e. If the reboot was successful or not. Since the exact failure mechanism is not known, dräger cannot made a reliable conclusion if the provided repair measures are in causal connection to the reported observation and if they were an effective measure to remove the error condition. There are multiple conditions imaginable that may trigger a reboot and these are not only limited to malfunctions. Also an exposition of the device to electromagnetic disturbances above the immunity barriers or lack of preventive maintenance must be taken into consideration as contributing factors. Further conclusions can't be derived from the few available information.